Event description:
It was reported that the patient received inappropriate high voltage therapy from their implantable cardioverter defibrillator. The device diagnosed a supraventricular tachycardia as ventricular tachycardia and delivered an inappropriate shock. There were no adverse consequences due to the shock. The device was reprogrammed. Patient was stable throughout.